Event description:
Additional information received indicates surgical intervention was undertaken wherein the ipg was explanted and replaced.

Manufacturer narrative:
Investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that following an unrelated surgical procedure on (B)(6) 2019, in which the system was not placed into surgery mode as recommended, the ipg became inoperable and could not communicate with external devices.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.